Event description:
It was reported the patient (B)(6) is no longer receiving stimulation due to invalid impedance issues. An sjm representative was unable to resolve the issue with reprogramming. Surgical intervention will be taken at a later date to address the issue. Efforts to obtain information regarding the lead in question have been unsuccessful to date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.